Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Event description:
Healthcare professional reported "deflation". Later healthcare professional reported "particles in valve" and "scissor cut to empty 20cc". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as surgical damage surgical damage per rga and opening in the diaphragm valve assessed as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. ¿ particles in valve: not observed through visual inspection. None of the other observations performed during the device analysis (crease and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Additionally reported was "particles in valve". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.